Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the information from olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to installation of a non-olympus xenon lamp as the examination lamp by the user without checking or following the instruction manual. The instruction manual stated that ¿never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the examination light became dim and the buttons of "optical digital mode" (not available in the USA) were turned off. Olympus (B)(4) checked the device and found that the examination light of the subject device dimmed down and then went out when the subject device was turned on, and then the emergency lamp of the subject device lit on during the incoming inspection for the repair. Also (B)(4) found that the non-olympus examination lamp was installed into the subject device and it was damaged. There was no report of patient injury associated with this event.